Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective therapy after a trial procedure on (B)(6) 2019. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein one of the trial leads was replaced and relocated. Post-operatively, effective therapy was established.